Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer stated that the unit passes the est (extended systems test). They also tried power cycling and tried a different circuit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had errors where it was unable to change circuit compliance. The unit has a neonate selected as patient. Neonate circuit is being used. They are unable able to change the circuit comp from 0.0. The button does not illuminate at all to change the setting. Furthermore, there was no patient harm reported associated with this event.